Event description:
Per the clinic, the patient experienced lack of osseointegration (date not reported) resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown if this has occurred as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4).